Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having trouble with both the ins and recharger. The patient stated she would charge the whole ins and then stimulation shuts off all of a sudden. Patient stated she wouldn't know the ins wasn't working. Then patient put pp up to her and saw that somehow the ins was shut off. No further complications were reported/anticipated.